Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.